Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: patient information could not be obtained due to country privacy laws d4 serial number not provided. D4 primary UDI number unknown as no serial number provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported the unit did not function during power-up for surgery. The patient was transferred to another unit. There was no patient injury.